Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when received was 110mmh20. Upon a visual inspected, needle holes in the needle chamber were noted, as well as a small hole in the peritoneal catheter where it connects to the valve. During the functional testing, no occlusions were found. The device appeared to have passed all other tests. Although it is not possible to determine the exact root cause, it might be likely that the problem reported was due to the holes found in the silicone housing and the catheter. It is not possible to determine how the holes occurred. The instructions for use warn health care users that silicone has a low cut/tear resistance. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the patient is female and 10 years old, did v-p procedure on (B)(6) 2013. The original pressure is 160mm h2o. The patient got better after the 1st procedure. On (B)(6) 2014, the patient had coma, film showed the ventricular was large and the drainage is invalid. The surgeon decreased the pressure to 60mm h20 but the condition was not improved. The surgeon suspected it was valve failure and changed another one for 2nd surgery. The patient is still in hospital for further observation.